Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Third revision surgery - stem broke for the patient ongoing issues with diseased joint causing of stem breakage unknown.